Manufacturer narrative:
H.6. Investigation: a strip of five safetyglide needle assemblies in blister packs from batch 9357870 (p/n 305916) were received and evaluated. All five of the needle assemblies were visually inspected with no damage or obstructions observed. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 25x1 rb plunger was difficult to move. The following information was provided by the initial reporter: material no: 305916 batch no: 9357870. It was reported the plunger on the pre-filled syringe to which it was attached would not depress to administer the vaccination. Verbatim: please find below customer's response 12/04/2020 I do not have the used needle available, but do have needles from same batch no. If that is helpful. The date of event was (B)(6) 2020. No, just the needle was a bd product. Was anyone hurt? Patient had some lightheadedness which followed her immunization, but that has resolved. I am writing to make you aware of an issue during vaccine administration using the bd safetyglide 25 g x 1 inch needle. During administration, the plunger on the prefilled syringe to which it was attached would not depress to administer the vaccination. A 2nd injection had to be administered to the patient. The patient experienced some lightheadedness, which resolved within approximately 5-10 minutes. Spoke to the pharmacist on the phone, she stated that the event date is (B)(6) 2020, and that she does not have the needle to return. She also stated that the syringe they used was not a bd syringe. An e-mail with this confirmations will follow shortly.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle sftygld 25x1 rb plunger was difficult to move.the following information was provided by the initial reporter: material no: 305916, batch no: 9357870. It was reported the plunger on the pre-filled syringe to which it was attached would not depress to administer the vaccination.verbatim:please find below customer's response (B)(6) /2020. I do not have the used needle available, but do have needles from same batch no. If that is helpful. The date of event was (B)(6) 2020. No, just the needle was a bd product. Was anyone hurt? Patient had some lightheadedness which followed her immunization, but that has resolved. I am writing to make you aware of an issue during vaccine administration using the bd safetyglide 25 g x 1 inch needle. During administration, the plunger on the prefilled syringe to which it was attached would not depress to administer the vaccination. A 2nd injection had to be administered to the patient. The patient experienced some lightheadedness, which resolved within approximately 5-10 minutes.spoke to the pharmacist on the phone, she stated that the event date is (B)(6) 2020, and that she does not have the needle to return. She also stated that the syringe they used was not a bd syringe. An e-mail with this confirmations will follow shortly.